Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient implanted with this right ventricular (rv) lead developed infection/sepsis. An attempt to explant this right ventricular (rv) lead via laser extraction was unsuccessful because the lead was too calcified. The lead was surgically abandoned. No additional adverse patient effects were reported.